Manufacturer narrative:
On 02/12/2016, a medtronic representative, following-up at the site, reported the surgeon confirmed that there was not alleged deficiency with our suretrak trackers. Also reported was that the screw was not backed out and re-positioned; it was considered to be safe within the cortical bone. No parts were replaced. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A medtronic representative reported that, while in a spine transforaminal lumbar interbody fusion (tlif) procedure, their silver suretrak tracker was clamped to a nuvasive drill guide. The surgeon noticed that the right screw on the l4 vertebra was slightly breached, ~1-2 millimeters anterior and laterally. The position on the drill guide that the silver suretrak tracker was attached to was slightly loose. They re-attached the suretrak clamp to a more ridged position on the drill guide and re-calibrated, accuracy was regained. There were no further issues with the drill guide and suretrak. Resolution confirmed on call. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.